Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a fusiform abdominal aorta aneurysm. Vessel morphology was reported as there was a short distal landing zone. The stent graft was implanted in the left external iliac artery, and as for the right, initially the device was implanted in the cia, but the stent graft slipped into the aneurysm, causing proximal type I endoleak. The patient was brought back to be treated. The right iia was coiled by right fa access. An endurant ii limb was implanted in distal side of contra limb and landed on external iliac artery. On the distal side, another manufacturer¿s bare metal stent was implanted. No additional clinical sequelae were reported and the patient is fine. The physician commented that it was inevitable because the distal landing zone was short. Although the right and left iias had to be embolized, at least it was good to have an interval between the procedures.